Manufacturer narrative:
No malfunction suspected as the daughter reported end users' sleeve got caught on the joystick controller causing the power wheelchair to move. Hoveround has not yet been granted access to the motorized wheelchair for evaluation and will submit a follow-up report upon completion of evaluation.

Event description:
End user's daughter reports while seated in a stationary position the end user's sleeve became caught on the power wheelchair joystick while allegedly causing the unit to going in reverse and the end user to fall out of the seat. End user was not wearing a seat belt. Allegedly, as a result of the incident the end user was hospitalized.